Event description:
A customer reported that their pump declared an altitude alarm 21. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to an alternate form of insulin therapy.